Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 50 mg/dl. The patient treated and her blood glucose increased to 100 mg/dl. Troubleshooting was declined. The insulin pump was not returned for analysis.